Manufacturer narrative:
Additional device product codes: gff; gfa; hsz. Complainant part is not expected to be returned for manufacturer review/investigation. A device history record (DHR) review was conducted: part number: 310.21-us. Lot number: 59p3555. Part manufacturing date: 16 june 2020. Manufacturing site: (B)(4). Part expiration date: n/a. Nonconformance noted: n/a. A review of the device history record revealed no complaint related anomalies. The device history record shows lot 59p3555 of 2.0 mm drill bits was processed through the normal manufacturing and inspection operations with no rework or nonconformances noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the component device history record(s) determined the component lot 49p9563 met all specifications with no issues documented that would contribute to this complaint condition. A review of the raw material device history record(s) determined the raw material lot 15l1173 met all specifications with no issues documented that would contribute to this complaint condition. A review of the device history record revealed no complaint related anomalies. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during an unknown procedure, the drill bit while drilling and stayed in patients bone. The drill bit made contact with another screw. Fragment were generated but it is unknown if they removed easily without additional intervention. There is no surgical delay. Procedure and patient outcome is unknown. Concomitant devices reported: screws: trauma (part# unknown, lot# unknown, quantity unknown); powered drivers/handpieces: trauma (part# unknown, lot# unknown, quantity 1). This report is for one (1) 2.0mm drill bit/qc/125mm. This is report 1 of 1 for (B)(4).